Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test, verify battery or led anomaly due to contamination / corrosion damage at the connector pins. Unable to confirm allegation of high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with insulin pump. The customer reported the loss of communication between the insulin pump and the transmitter. The customer reported a current blood glucose value of 498 mg/dl. The event involved product(s) mmt-342g, mmt-1884, mmt-242a, mmt-7715, mmt-7841zn. Troubleshooting was performed for the high blood glucose/underdelivery and it was unknown if the customer used the pump within 48 hours. Troubleshooting was performed for the transmitter charging, the tester procedure for the transmitter, and the non-serialized product being replaced. The customer called with questions or concerns about charging the transmitter. Confirmed no visible damage to charger battery spring or connector pins. The customer has tried replacing the battery in the charger but the led light does not blink. The customer requested to run a tester procedure for the transmitter. Led light blinked when the transmitter was connected to the tester but the transmitter did not communicate after running the tester procedure twice. It was unknown if the auto-mode feature was active. No further patient complications were reported. No product return is required for mmt-342g. No product return is required for mmt-1884. No product return is required for mmt-242a. Mmt-7715 was requested and the customer response was the device will be returned. Mmt-7841zn was requested and the customer response was the device will be returned.

Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test, verify battery or led anomaly due to contamination / corrosion damage at the connector pins. Unable to confirm allegation of high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.